Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 06/07 and was emergent due to a myocardial infarction (mi). The physician direct stented a taxus express2 2.5x12mm drug eluting stent to the non calcified, moderately tortuous, mid, left anterior descending (lad) artery. A taxus express2 3.0x16mm drug eluting stent was placed in the right coronary artery (rca). The pt was prescribed ticlid and aspirin post procedure. No pt complications were reported. Four days post procedure, the pt presented with chest pain and angiography confirmed a thrombosis in the lad. A 2.5x12mm thrombectomy device, unknown type, was used to remove the thrombosis. A taxus express2 3.0x12mm drug eluting stent was then placed. No pt complications were reported. "The pt is fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.